Event description:
Inaccurate meter readings. Had the meter readings compared with a lab. Analysis run on clark error grid using lab reading (48) as reference point vs bd readings (86) yielded some data points in the d range of the grid, outside acceptable limits.